Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was experiencing red heart alarms and power limit advisories. The pump was making audible screeching and squeaking sounds from the pump motor and in addition, the vent filter analysis showed excessive black dust. A decision was made to proactively change the patient's lvad with another lvad.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.